Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 7 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient went to walgreens to get his daily cigar. While at walgreens, the patient was experiencing shakiness, was diaphoretic, and felt like he was about to pass out (presyncope). The patient does not own a bg meter. Due to the patient¿s symptoms, the clerk at walgreens called the paramedics. Once the paramedics arrived, the patient¿s bg meter reading was 116 mg/dl and the cgm was reading 63-64 mg/dl. Of note, the patient stated he is used to his bgs being high, so the bg reading of 116 mg/dl was low. The patient was treated with dr. Pepper soda and liquid dextrose. After treatment, the patient reported his bg via fingerstick was 288 mg/dl and the cgm was reading 205 mg/dl. The patient declined to be transported to the hospital. The patient contacted his home health nurse, who was on her way to see the patient. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.